Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user called for assistance with a supply change and was unable to insert the connect adapter into the ilet despite guidance, while also reporting the device battery was low and a blood glucose of 300 mg/dl; the call ended with the user opting to continue attempts independently. Symptoms included hyperglycemia. Outcomes included no reported injury, medical intervention, or hospitalization. Investigation included troubleshooting and user education conducted over the phone. Investigation of this case revealed difficulty attaching the connector to the ilet during a supply change, consistent with a user interface or use-related handling difficulty. It was concluded, based on previously established findings for similar reports, that the cause was use-related.